Manufacturer narrative:
Date of report : 25jun2019, date rec¿d by MFR :21jun2019. There was no on-site evaluation by the manufacturer - this device was repaired in-house by the customer. The customer contact reported that the touchscreen was replaced to address the reported problem. The contact then stated that the device was tested, and reported no abnormalities or issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was damaged.there was no patient involvement. Event date not specified; estimate used.